Manufacturer narrative:
The customer¿s report of fluid leakage at the attachment site of a texium-bonded secondary set to a primary set was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set. Functional and pressure testing resulted in fluid flowing through the set. There were no signs of leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause of the customer¿s report of leaking was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the texium on the secondary set while infusing fludarabine. There was no report of patient harm.